Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen and clonidine via an implantable pump for unknown indications for use. It was reported that the patient had been having increasing residuals over the last couple of refills and increasing spasticity. They were expecting 4.5 ml but got 10.2 ml. Technical services recommended performing a dye study.

Event description:
Additional information received from a consumer (con) stated that he was hearing a constant humming noise that was very loud and disturbing that was coming from the pump. The pump had been failing for a few months. When they were expecting to remove 10 ml they were removing 20ml. The patient stated that he was meeting with the surgeon tomorrow to discuss replacement/revision of pump/catheter. The patient was upset because of hearing a loud annoying humming and not happy about being redirected to a managing physician. The agent reviewed and redirected the patient to a healthcare provider. The patient disconnected the call. No symptoms were reported.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the cause of the event was unknown. The patient was referred for surgical evaluation for possible catheter revision. Outcome: the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the healthcare provider (hcp) stated a patient came in to the emergency department feeling nauseous and worried that their pump is malfunctioning. The hcp stated the patient reported a volume discrepancy at refill last week and was concerned that their pump was under infusing. The manufacturer's technical services specialist (tss) provided the national answering service number to see if a manufacturer representative could interrogate pump. Tss was unable to find a current pump in registration but the hcp stated the patient for sure had the pump refilled last week.

Event description:
Additional information received from a patient representative indicated that the patient was not happy with their previous neurosurgeon and they were looking for a new doctor to manage the pump. The patient was told that they needed to contact the manufacturer and that they needed to have the pump replaced. At the time of this report, the patient did not have the pump implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.